Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 scn surgery, when the surgeon drilled the distal screw hole("2") of the nail, the tip of drill broke. The surgeon removed the broken piece. And the surgeon changed the drill bit to another 4.2mm drill bit.

Manufacturer narrative:
Evaluation revealed the drill, tri-flat t2 femur ø4,2x340 mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The cutting edges of the drill were in a very bad condition. They were significantly damaged. The drill was not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. The drilling spiral was completely sheared off at the level of approx. 53 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner; it is not unlikely that drilling under misalignment and/ or bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. It cannot be excluded that the drill returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. Based on the above facts it can be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 scn surgery, when the surgeon drilled the distal screw hole ("2") of the nail, the tip of drill broke. The surgeon removed the broken piece. And the surgeon changed the drill bit to another 4.2mm drill bit.